Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's drive support cap was damaged. Customer could not recall how the damage had occurred. The customer will revert back to manual injections while their insulin pump was being replaced. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection. A detached end cap was also noted. The functional tests could not be performed due to the detached end cap.